Manufacturer narrative:
As reported in a research article, heart block occurred after amplatzer septal occluder implant and the device was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article that a 3 month old patient developed atrioventricular block following atrial septal defect (asd) closure with an amplatzer septal occluder (aso). The device was successfully removed and the patient's clinical course was uneventful. Details are listed in the article titled, a case of late complete atrioventricular block after atrial septal defect closed using amplatzer septal occluder.